Event description:
It was reported that the customer's blood glucose was low and she had issues bringing her blood glucose back up. She was treated with food and glucose tablets. It was stated she was admitted as an in patient for medical treatment. Customer also received a motor error on the insulin pump. Her blood glucose at that time was 68 mg/dl. Customer was able to complete the rewind sequence. It was advised to discontinue use and revert to back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted; the motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion test, prime/a33, excessive no delivery test and occlusion tests. The insulin pump has broken belt clip slot, cracked reservoir tube lip, cracked case near the display window corners, cracked on display window and missing the end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.